Manufacturer narrative:
The customer has indicated that the event electrode pads were discarded and they are not available for eval.

Event description:
Complainant alleged that while attempting to treat a pt, the associated defibrillator displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that the electrode pads involved in the reported malfunction were not retained by the customer.